Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ping meter would not turn on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged power issue began at 12am on (B)(6) 2016. The patient manages their diabetes with insulin pump therapy and did not specify whether they made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that an hour later they developed symptoms of "shaky and slurred speech" which they associated with hypoglycemia. In response to these symptoms, the patient self-treated by consuming additional food and/or drink. No further treatment was required. At the time of troubleshooting, the cca noted that there was no misuse of the product and the patient was using the correct test strips. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.